Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed pressure related alarms and revealed an unexpected restart and an error message (sf147) related to a stalled main blower. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the pressure related alarms and unexpected restart were due to an isolated component failure within the device main circuit board (pcba) and the sf147 was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had pressure issues. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had pressure issues. There was no patient harm or serious injury reported as a result of this incident.